Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code sxpp1b450. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was not observed on the needle and; therefore, no additional analysis was performed. The evaluation of the sample revealed the needle was not fractured; therefore, no additional analysis was performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and needle suture outside its packaging that pertain to the product code sxpp1b450. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "loose thread and cutting the needle tip." Please confirm if the same device had the issues of "loose thread" and "cut in the needle tip" during this procedure: during if more than one device was involved, please specify the quantity and the issue observed per device: only one device reported when did the thread become "loose" (in the package, during removal from the package, during handling before use on the patient or during use on the patient)? Please specify: during use on the patient when did the needle tip "cut" (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify: during use on the patient were needle fragments generated? If yes, did any piece fall into the patient and how was it retrieved? No fragments were generated please confirm if the same device had the issues of "loose thread" and "cut in the needle tip" during this procedure. No if more than one device was involved, please specify the quantity and the issue observed per device. No when did the thread become "loose" (in the package, during removal from the package, during handling before use on the patient or during use on the patient)? Please specify. During on the patient. When did the needle tip "cut" (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify during on the patient were needle fragments generated? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. Loose thread and cutting the needle tip. No adverse patient consequences were reported. Additional information was requested